Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer asked for help to replace the speaker on the intellivue multi measurement server x2. Further relevant information was requested (like if there was still sound coming from the device), but none was provided at the time of the initial report. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Additional information was received indicating that this record is a duplicate of another complaint record. Please see MFR report number 9610816-2025-000030.